Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: "safety and efficacy of biodegradable polymer-biolimus-eluting stents (bp-bes) compared with durable polymer-everolimus-eluting stents (dp-ees) in patients undergoing complex percutaneous coronary intervention"na - attachment: [cn-028732.pdf].

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, thrombosis, and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) of myocardial infarction, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event estimated. Date of implant estimated. The UDI is unknown because the part number and lot number were not provided. The unknown xience v device referenced is being filed under a separate medwatch report.

Event description:
It was reported through a research article identifying the xience v stent and the xience prime stent that may be related to the following: death, myocardial infarction, thrombus, restenosis and revascularization. Specific patient information is documented as unknown. Details are listed in the article, titled safety and efficacy of biodegradable polymer-biolimus-eluting stents (bp-bes) compared with durable polymer-everolimus-eluting stents (dp-ees) in patients undergoing complex percutaneous coronary intervention.